Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative. It was reported that the cause of the high impendences was unknown, but the patient mentioned multiple falls. The most likely cause was unknown, but the patient mentioned multiple falls. The manufacturer representative stated that as of now, nothing is being done unless they decided to do a revision. The rep was not sure how to determine the effects of the fall on the implant.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2rhqn, implanted: (B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 01-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient was experiencing high impendences. All impedance pairs were over 4000 except the case on electrode 2 which was 595. Patient mentioned they have had multiple falls onto their back as a result of six strokes . Noticed it started not working as well about a year ago. Troubleshooting did not resolve the issue. Issue was not resolved and is ongoing.